Manufacturer narrative:
No product returning for eval. Should new info become available, a follow up report will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years and greater, (B)(6).

Event description:
Received info stating that customer had an occlusion alarm. The customer's blood glucose level went high (500 mg/dl).